Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive after customer inadvertently cracked the touchscreen and a pump malfunction occurred. Customer's blood glucose was 118 mg/dl. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issues were verified and a different issue was identified.